Event description:
It was reported the 3.0x12mm rx trek balloon dilatation catheter (bdc) was used in an unknown artery. The balloon was unable to deflate. The physician attempted to carefully remove the inflated balloon however it separated. The patient was transferred to another hospital to surgically remove the separated portion of the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: estimated date.

Event description:
It was reported the 3.0x12mm rx trek balloon dilatation catheter (bdc) was used in an unknown artery. The balloon was unable to deflate. The physician attempted to carefully remove the inflated balloon however it separated. The patient was transferred to another hospital to surgically remove the separated portion of the device. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflate could not be determined; however, the reported separation, surgical intervention and hospitalization appear to be related to circumstances of the procedure. Possible factors that may contribute to failure to deflate include, but are not limited to, deflation technique, tortuous anatomy, contrast concentration, contamination in the inflation lumen, or damage to the guide wire and/or inflation lumen. In this case, it is likely that since difficulty deflating the balloon was experienced, the shaft ultimately separated during attempts to remove it. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.